Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer reporting repeated battery issues of insulin pump. The customer¿s blood glucose level was 9.8 mmol/l. The insulin pump will be returned for analysis.